Event description:
Pt's IV left antecubital was being removed for discharge. When removed from site, catheter separated from hub. Catheter remained in vein and was located by fluoroscopy. Catheter was surgically removed form pt's arm. No further report of pt problem reported related to IV. Pt discharged to home. Based on follow-up and medical records, IV was inserted by ems. Ems reported to this person that it was a #18 terumo surflow IV catheter. Catheter removed during surgery from this pt is included with the mailing of this report.